Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit as the customer wanted to be sure that there was no blood in the machine. The fse did not find any blood. The fse completed a full preventive maintenance (pm), functional testing, and safety checks to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was in use with a balloon that ruptured within 24 hours. There was no harm reported. This report is for the iabp inuse during the event. The iab catheter is being reported on a separate MDR.